Manufacturer narrative:
Upon completion of the evaluation, it was noted that the investigation did not confirm the problem reported by the customer. The lot number was cgmb3h and the product code was 82-3148. The device was tested and examined and no observations were made that would explain the problem encountered by the customer. No flow problems were noted during the examination of the device. Review of the history device records confirmed the valve conformed to the specifications when released to stock in november, 2006. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device due to some form of blockage and needed to be replaced.